Event description:
The customer reported the system would not display a suable image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video processor circuit board. The system operates as intended.